Event description:
The product received, had a short barrel in the box instead of a standard.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.